Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported the therapy was turning off by itself. They said their first healthcare provider told them the battery would need to be replaced in one year. Their current healthcare provider said it would last for 5 years. Battery longevity was reviewed. The patient stated they ran it at a very low setting; 0.5 or 0.6v. The patient then reported the way their battery had been acting made them think the ins battery was getting low because it turned itself off all the time. The patient confirmed the patient programmer showed that the ins was off. The first time they realized it was when they went to the healthcare provider less than a year prior. They told the healthcare provider that the therapy was not functioning as well as it initially had. The healthcare provider checked and the ins was off. Since then, the patient checked it every 2-3 days and about half of the time the patient programmer showed the ins was off. The patient alleged it turned itself off. It was noted the patient was not around any emi. Patient also reported they did not get good symptom relief. They still had a lot of urge, incontinence, and had to wear pads to leave the house. The mentioned they set up an appointment around christmas to diagnose, but they had missed the appointment. It was checked and the patient programmer was not displaying the low ins icon. The patient was redirected to their healthcare provider to discuss additional troubleshooting. No further complications were reported or anticipated.